Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Per the op report received through follow up, the patient presented with stenosis of his native aortic valve and was brought for surgical correction. The 21 mm edwards valve was implanted and the patient was partially weaned from cardiopulmonary bypass (cpb). There was no paravalvular leak of the aortic valve. After approx. 5 minutes after separating from cpb, there was a large amount of bleeding near the aortic root on the patient's right side of the right coronary artery noted. It was felt that this most likely represented a situation where the aortic annulus was separating from the ventricle. Cross-clamp was reapplied and antegrade cardioplegia was delivered again to achieve cardiac arrest. Upon inspection, there was one area of the defect in the aorta near the root to the right of the right coronary artery. A pledgeted suture was placed to correct this and the patient was again partially weaned from cpb, but the bleeding that had been noted persisted. The aortic prosthesis was removed and there was clearly an area of separation of the aortic annulus from the ventricle, along the right coronary sinus noted. Several interrupted sutures were placed in this area for reinforcement to try and close this gap. A new 19 mm edwards valve was implanted and after weaning from cpb, the bleeding was once again noted. After further discussion, it was determined that further attempts would be futile. The bleeding was controlled with suction and the patient was weaned from cpb. The patient was transported to the intensive care unit in a near moribund state.

Manufacturer narrative:
(B)(4): aortic annulus separating from ventricle with bleeding. Device not returned. Unfortunately, the edwards device was not returned; therefore, the valve could not be assessed for any malfunctions or deficiencies. There is no information suggesting that the explanted valve caused or contributed to this event. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected data: corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.